Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the forearm. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was selected for use. During the procedure, the balloon ruptured upon fourth inflation at 7 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.